Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter broke at the 45 cm mark after contrast agent administration via power injection in CT. No other information was provided.

Event description:
It was reported that the catheter broke at the 45 cm mark after contrast agent administration via power injection in CT. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a break in the catheter is confirmed and was determined to be related to tensile failure. One 4 fr nxt clearvue groshong catheter with the two-piece connector assembled was returned for evaluation. An initial visual observation showed blood use residues throughout the catheter, and the catheter was returned in two pieces: one segment of catheter from the 7 cm depth marker to the 45 cm depth marker, and the assembled two-piece connector with a segment of catheter coming out of the distal end of the two-piece connector. The distal valve was not returned with the sample. A tactile evaluation of the catheter revealed the proximal segment still attached to the two-piece connector to exhibit tensile weakness. A microscopic observation revealed the fracture surface to be slightly granular on one half of the catheter and smooth on the other half of the catheter fracture surface. A microscopic observation of the tensile weakness in the proximal segment revealed whitening circumferentially aligned throughout the catheter segment. The complaint of a broken catheter is confirmed and was determined to be due to a tensile failure. Based on observations made of the fracture surface and the tensile weakness found in the catheter, the cause of failure is likely due to tensile forces applied to the catheter. The 4 fr s/l groshong catheter is not intended for power injection or excessive tensile forces. H3 other text : evaluation findings are in section h.11.